Event description:
Additional information was received on (B)(6) 2013, that the patient underwent a procedure on (B)(6) 2012, to remove 6 electrode needles that were left in the patient as a result of the procedure on (B)(6) 2012. Reportedly, "a metallic artifact/debris was debrided from the left plantar lesion early on [date unknown]. In (B)(6), a punch biopsy of the margin of one two lesions on the left shin had metal deposits in the biopsied tissue. On (B)(6) 2012, 10 non-healed wounds consistent with monitoring sites were excised. In six of those sites, needles were removed and the others had dark pigmentation. The needles were recovered as follows: the right plantar foot, antero-lateral rt thigh, medial left upper thigh, and left shin". Further information was requested but has not been provided.

Manufacturer narrative:
Concomitant devices - stimulator extender (ID#: 945eex901, sn#: (B)(4)); stimulator extender (ID#: 945eex901, sn#: (B)(4)); eclipse controller (ID#: x00974342, lot#: 205519938); patient module (ID#: 945opm660, sn#: (B)(4)); preamplifier (ID#: 945daq916, sn#: (B)(4), lot#: 205576258); preamplifier (ID#: 945daq916, sn#: (B)(4), lot#: 205576258). The device system and its components have been returned to the manufacturer and product evaluation is currently underway. (Pending completion of evaluation); evaluation conclusion: (conclusion not yet available; evaluation in progress). Device description: the system is used in the operating room and critical care areas to provide health care professionals with information to guide surgery and to assess a patient's neurological and vascular status.

Manufacturer narrative:
(B)(6). Additional hospitalization and medical intervention required: additional information was received on (B)(4) 2013, that the patient underwent a procedure on (B)(6) 2012, to remove 6 electrode needles that were left in the patient as a result of the procedure on (B)(6) 2012. Reportedly, "a metallic artifact/debris was debrided from the left plantar lesion early on [date unknown]. In (B)(6), a punch biopsy of the margin of one two lesions on the left shin had metal deposits in the biopsied tissue. On (B)(6) 2012, 10 non-healed wounds consistent with monitoring sites were excised. In six of those sites, needles were removed and the others had dark pigmentation. The needles were recovered as follows: the right plantar foot, antero-lateral rt thigh, medial left upper thigh, and left shin". This case is currently in litigation and further information was requested but has not been provided. The electrodes were not returned for analysis; however, the nim eclipse system components were analyzed and has undergone extensive evaluation and testing, including analysis by a third party evaluation requested by the user facility. No equipment malfunctions were identified that would likely cause or contribute to patient burns. These results were confirmed by additional testing performed by consultants from ecri institute. The ecri consultant's observation of the patient's burn described a large blood blister that was not consistent with any type of burn caused by electrical equipment. Ecri later communicated additional information that indicated 6 needles were removed from the patient's skin several months after the surgery; therefore, additional testing was performed in an effort to simulate this outcome. This failure mode could not be simulated in a similar surgical environment and therefore, could not be duplicated or confirmed. Extreme fault condition (exposure to saline) testing was performed, along with electro-cautery radio frequency (rf) energy coupling testing and needle erosion simulation. Needle erosion was re-created but only when artificial dc electrical current was applied directly to the electrodes. All testing methods were inconclusive. The most likely root cause for needle erosion is suspected to be related to persistent, excessive dc leakage currents to the patient by other equipment in the operating room connected to the patient returning dc currents through the needles. Physiological symptoms of the injuries analyzed in this investigation are not consistent with rf burns and extensive investigation proves that the alleged system is not capable of producing energy sufficient enough to cause the alleged injuries. Analysis of similar complaints suggests a possible contributing factor could be related to an industry recognized issue related to coupling of rf energy from electro cautery into sub-dermal needle electrodes. It has been determined that the root cause is most likely the result of improper positioning of system cabling with respect to electro-cautery devices or inadequate grounding of the electro-cautery device. Method - current leakage testing, impedance testing, overcurrent protection testing, surge response testing, electromagnetic compatibility (emc) evaluation, radiofrequency interference testing, device-to-device interaction testing, simulated use testing FDA, process evaluation.

Event description:
It was reported that after a posterior fusion (t10-s1, l1-l5) laminectomy-decompression utilizing the nim system, the technician noticed that the patient had small burn sites in every location that needle electrodes were placed with the exception of the scalp electrodes. The most notable area was the left foot. Further investigation found sticky pad electrodes were placed over ulnar nerve on both wrists and on both ankles over the posterior tibial nerve. Needle electrodes (1.5m) were placed bilaterally in the rectus abdominus, iliopsoas, adductor brevis, vastusl lateralis; rectus femoris, tibialis anterior, and flexor digitorum brevis. Five needle electrodes were placed in the scalp. One needle electrode (1.5m) was placed in the shoulder as a ground electrode. The duration of the surgery was approximately fourteen hours. The patient reportedly had edema and pressure sores on the chest and hip areas at end of procedure. Upon removal of the electrodes, little black spots were visualized where the needle electrodes had been placed. The patient is currently receiving a skin graft to repair the damage from the burn on the left foot. She is also receiving some less invasive treatment at the other less severe sites.